Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left pulmonary artery. A 8.0mmx30mmx135cm (4f) sterling balloon catheter was selected for treatment. The balloon ruptured during dilation at 12atms. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good.